Event description:
Pump was reported to have declared a cartridge change error. There was no reported impact to the customer's blood glucose level. Customer resolved the issue by reloading the cartridge and declined further assistance as the issue was resolved.